Event description:
It was reported that the water leaked from the foley catheter after it was inserted and placed in the operating room.

Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo shows the top view of a 3-way catheter. The second one shows the catheter's tip with the deflated balloon. The last photo shows the catheter's cap. Received 1 all-silicone temp sensing foley catheter. Inflated with inhouse syringe and 10 ml methylene blue solution and the concentricity was found to be 50:50. The catheter rested with no leaks. The inhouse syringe was connected and the balloon passively deflated with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A risk review, labeling review and a device history record review were not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the foley catheter after it was inserted and placed in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.